Event description:
It was reported that during a gastrectomy, the staples malformed on the 2nd firing. The staples were box shaped. Also, the tip of the spacer tab was broken and stuck in the cartridge. A like device was used to complete the case. No pt consequence. No device returned.